Event description:
The customer's parent called and reported that the customer received more insulin than should have been delivered by the insulin pump. Customer's blood glucose was 37 mg/dl. At the time of this report, customer's blood glucose was 116 mg/dl and she was treated with food. It was advised the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.